Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired two days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Additional information has been requested and upon receipt will be submitted accordingly. This is one of two device reports associated with this event, which is one of two events for the same patient.